Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital emergency room. The customer was hospitalized on (B)(6) 2018. The cause of death was unknown as the death certificate had not been received. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was about 1500 mg/dl at the time of admission. The customer was unresponsive at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Paradigm test appendix: visual inspection: received with amazon basics alkaline battery installed at 1.414 volts. Minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube. Test energizer alkaline battery 1.584 volts. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. Reservoir test appendix: part mmt-326a reference no. Unknown. Lot no. Unknown. Visual inspection: test sample is used. Reservoir received with unknown liquid in the reservoir. Qty. 1. .8 ml with a large air bubble. No damage noted. Measurements: sample 1: leak at fill - nl, leak after prime - nl, leak after bolus test nl and nda, leak after basal test nl and nda. Reservoir summary analysis: sample 1 passed the reservoir testing. Infusion set test appendix: part/model unknown. Insp. Lot no. Unknown. Mm batch no. Unknown. Reference no. Unknown. Lot no = unknown. Visual inspection: used 23 inch long. No damage noted on the tubing. Unknown liquid in tubing. Measurements: sample 1 flow rate 64.0 sccm (standard cubic centimeters per minute) - pass. Summary analysis: sample 1 passed the infusion set testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.